Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer experienced a low glucose reading prior to the medical event. At 01:21, the customer had a glucose sensor reading of 79 mg/dl and self-treated with fruit juice. At 03:40, the customer obtained a ¿lo¿ reading using a finger prick test because the reader failed to obtain a glucose value. It is unknown whether the customer noted a trend arrow on the device. The customer did not report experiencing symptoms prior to going to sleep; however, after drinking fruit juice and sleeping, the customer went into a loss of consciousness. The customer was unable to self-treat and required non-healthcare professional treatment of glucagon injection. Furthermore, additional glucose readings provided in relation to the medical event included: 04:56 adc sensor reading: 53 mg/dl, and 04:58 adc meter reading: 125 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer experienced a low glucose reading prior to the medical event. At 01:21, the customer had a glucose sensor reading of 79 mg/dl and self-treated with fruit juice. At 03:40, the customer obtained a ¿lo¿ reading using a finger prick test because the reader failed to obtain a glucose value. It is unknown whether the customer noted a trend arrow on the device. The customer did not report experiencing symptoms prior to going to sleep; however, after drinking fruit juice and sleeping, the customer went into a loss of consciousness. The customer was unable to self-treat and required non-healthcare professional treatment of glucagon injection. Furthermore, additional glucose readings provided in relation to the medical event included: 04:56 adc sensor reading: 53 mg/dl, and 04:58 adc meter reading: 125 mg/dl. There was no report of death or permanent impairment associated with this event.